Event description:
This pt experienced an acute thrombosis of a cypher stent, just after deployment. This was treated with additional balloon inflations and insertion of a balloon pump. This pt was admitted to the hosp with a chief complaint of acute myocardial infarction (ami). The pt was taken emergently to the cardiac cath lab, where angiography revealed a 12mm length, de novo, eccentric, calcified, b2-type lesion in the mid-rca. A bolus of 7,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid-rca lesion was not predilated prior to stent deployment. A 2.5 x 18mm cypher stent was deployed to 14 atms for 60 seconds with suboptimal results. The stent was post-dilated with a 2.5 x 14mm balloon inflated to 17 atms for 40 seconds. Flow through the stented segment was timi iii. Residual stenosis was not reorted. Just after stent deployment, angiography demonstrated a thrombus within the newly implanted stent, which extended distally down the vessel. This was treated with additional balloon inflation to lyse the thrombus. An intra-aortic balloon pump (iabp) was inserted for hemodynamic support. Physician's comment: the possible cause of the thrombotic event is because the stent was underdilated. Stent is is not distributed in the us; however, it is similar to us product.